Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4). The device has not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the valve was being recaptured the nosecone made contact with one of the paddles and the valve dislodged above the annular plane. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.